Manufacturer narrative:
Additional narrative: product investigation summary: the broken tap was received for investigation. The visual inspection has shown that the tap is approximately 14mm from the tip section away broken. The overall condition of the grinded shaft and the thread section of the tap can be described as worn and slightly used. It is highly likely that tilting of the tap, drilling the hole with a too small drill bit, or jamming the hole with bone material trough out the tapping procedure may have led to this breakage. No manufacturing related fault could be found. Reviewing the device history record showed conformity to the specifications prior to shipping. This tap was manufactured in september, 2014. No indication for material or design related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Fragments possibly left in the patient¿s bone. Confirmation of these retained fragments has not been received. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing site: (B)(4) - manufacturing date: september 22, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 41-c, complete articular fracture procedure occurred on (B)(6) 2015, during which the surgeon utilized the dual plating method with a proximal tibia plate (ptp) 4.5 and a medial proximal tibia plate (mpt). The tap reportedly for the 3.5mm cortex screw was used for tapping after setting up the ptp 4.5 and making a bone-hole with a 2.5mm drill to insert the positioning screw to the mpt. The surgeon found a broken tip of the tap inside the bone when inserting the screw, so the surgeon cut the bone and removed the tip with forceps. It is unknown if any other fragments are retained in the patient's bone. The procedure was prolonged by thirty (30) minutes. This report is 1 of 1 for (B)(4).